Manufacturer narrative:
Analysis was performed by philips field service engineer (fse), who went onsite and verified that the waveform is uninterrupted. Based on the results of the analysis, it was determined that the cause of the reported problem was the spo2 module. The issue was resolved by replacing the spo2 3.0 module, and the device was returned to clinical use after the device passed testing and verification.

Event description:
Philips received a complaint on expression patient monitor (mr400) indicating that the waveform of 08ds:tm:spo2 sometimes becomes flat. The device was in clinical use at time of event, no adverse event was reported.